Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. The complaint sample was discarded by the user facility. Therefore, a sample evaluation could not be performed. Images were received and reviewed. The images submitted were of the left upper arm and demonstrated a significant stenosis at the outflow vein and a stenosis at the venous anastomosis. Two complete balloon inflations were observed, one at each site, and there was no evidence of balloon rupture. Following the inflations, contrast extravasation was visible near the outflow vein stenosis during contrast injections. A stent graft was successfully implanted from the venous anastomosis, extending beyond the outflow vein stenosis. There was no evidence of dye extravasation with subsequent contrast injections. Based upon the images received, the report of vessel rupture can be confirmed. Based upon the image review conducted, the report of vessel rupture can be confirmed. This complaint investigation is inconclusive for device malfunction as the sample was not returned for review. Vessel rupture is a known complication of the pta procedure. In this case, there was no report or evidence provided that the device malfunctioned. The definitive root cause is unknown. The current IFU (instructions for use) states: potential adverse reactions: additional intervention. Vessel dissection, perforation, rupture or spasm.

Event description:
It was reported that a pta balloon ruptured the vessel either at the outflow vein stenosis or the venous anastomosis during the first inflation to 30 atm. Reportedly, a stent graft was implanted from the venous anastomosis past the outflow vein stenosis with an excellent result.